Event description:
During a customer site visit to address aggregation issues, a procedure had to be aborted after approximately 30 minutes due to a large aggregation in the reservoir. It was determined that the customer is entering the same patient information for all procedures run. The patient info entered is height = 190cm; weight = 90kg; gender = female, and they exchange 7.2l of plasma for every patient, which could have an impact on patient fluid balance and anticoagulant infusion rate. Patient information is not available at this time. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
Investigation, evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a report run on the machine serial number shows that the equipment has been in use without any further issues. Root cause: the cause of the reported mis-entry of patient information was operator error. The spectra optia machine operated according to specifications. Correction: a report of operator error issues is distributed each quarter to sales and implementation for potential targeted training.

Event description:
Entering fixed patient data entry parameters was a systemic operator error at the customer site, potentially affecting many procedures and patients, so no individual patient information was obtained.